Manufacturer narrative:
Received 3 opened drainage bags. It was verified that one sample was a lot sample, and the other two samples were stock samples. Per the visual inspection, it was noted that the pvc tubing had a kink. Sample #1: approximately 2 inches before the anti-reflux valve. Sample #2: approximately 1.5 inches before the anti-reflux valve. Sample #3: approximately 0.5 inches before the anti-reflux valve. The received sample were functionally evaluated by passing water through an in house 16fr. Catheter (not part of the samples received); however, no drainage problems were observed. The flow was continuous during the test on the samples received. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 64 seconds maximum. The results were the following: sample #1: time to drain 250cc: 45 sec. Sample #2: time to drain 250cc: 52 sec. Sample #3: time to drain 250cc: 48 sec. The three samples received reached the intended drainage in less than 64 seconds. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag tubing was kinked. As a result, the urine was unable to drain into the drain bag. No patient injury was reported and no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag tubing was kinked. As a result, the urine was unable to drain into the drain bag. No patient injury was reported and no medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection of surface deterioration is observed, do not use. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the drain bag tubing was kinked. As a result, the urine was unable to drain into the drain bag. No patient injury was reported and no medical intervention was required.